Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were reproduced after an IV set was loaded. The messages were found to be caused loose upper link screws. The screws were replaced.

Event description:
During baxter's evaluation of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.